Event description:
The customer reported that the hemoglobin (hgb) values were not reproducing on quality control (qc) and appeared to be trending downward on a unicel dxh 800 coulter cellular analysis system, and requested a service visit. The customer technical support (cts) representative indicated that the hgb blank was unstable on the instrument. Erroneous patient results were not reported and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and indicated that the hgb cuvette had a film inside. The fse removed the hgb cuvette (chamber) and cleaned the interior. After cleaning and reinstalling the cuvette, the hgb issues were resolved. (B)(4).